Event description:
It was reported the balloon ruptured during a carotid endarterectomy procedure. It was their first time using the product in a case. No injury was reported to the patient.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, we could not conclusively determine the root cause of the reported event. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.